Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a lead re-implant procedure previously reported, (MFR report #3006630150-2014-03150) the patient's ipg site opened up and exposed the device. The physician cleaned and surgically closed the pocket site. The patient received cefazolin and was in the process of healing.